Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Additionally, no retained samples could be inspected because no lot number was provided. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes the tube wall of 512 devices cracked following storage of the specimens in -80c temperatures. The specimens were recollected. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes the tube wall of 512 devices cracked following storage of the specimens in -80c temperatures. The specimens were recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670; k231373. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.